Manufacturer narrative:
The alleged broken smi-02n is not expected to be returned for evaluation and review. This complaint of broken device is unable to be verified and a root cause cannot be determined. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 7 complaints, regarding 7 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: the user is advised to not use disposable needle suture passer needle for more than one procedure reuse could cause fatigues and/or breakage of the needle, which may cause possible patient injury device is not to be used on bone or similar hard tissue this issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the smi-02n, spectrum autopass needle, qty 5, device broke during a shoulder surgery on (B)(6) 2018. At first it was unknown if the needle was still in the patient; however, after an x-ray it was found that the tip was still located in the patient. The reporter has stated that there was no injury to the patient. Follow up assessment was sent to the reporter and no further information was received as requested. This report is being raised on the basis of injury due to having not removed the tip of the device from the patient.